Event description:
It was reported on "(B)(6) 2025, feedback from the anesthesiology instructor at (B)(6) hospital found that the patient's blood pressure dropped dramatically after cvc puncture surgery, suspecting allergy, so the catheter was immediately withdrawn and other anti-allergy and blood pressure-raising drugs were used, and the patient returned to normal." Additional information received states the cause was due to chlorehexidine but the patient was unaware they had an allergy. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the customer returned one 2-l cvc catheter for investigation. Visual analysis revealed that the catheter body had portions of discoloration. Discoloration can occur when the chlorhexidine coating is exposed to high temperatures or humidity. It cannot be determined exactly when the discoloration occurred; however, the discoloration likely occurred during the return of the catheter for investigation as it is more likely to be exposed to higher temperatures and humidity during transport. There was no visual evidence of any defects or anomalies on the catheter. The returned sample was functionally tested in accordance with the instructions for use (IFU) provided with this kit. The IFU instructs, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The returned catheter was flushed using a lab inventory syringe to ensure no blockages or other anomalies were present. The catheter flushed as expected. No defects or anomalies were detected. Additional testing of the catheter coating could not be performed as the catheter was inserted into the patient. Once the catheter is inserted within the patient, the coating begins to release within the bloodstream and therefore any chemical analysis of the returned catheter would be compromised. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "the arrowg+ard blue catheter is contraindicated for patients with known hypersensitivity to chlorhexidine. Hypersensitivity potential: benefits of the use of this catheter should be weighed against any possible risk. Hypersensitivity reactions are a concern with antimicrobial catheters and can be serious and even life-threatening. Remove catheter immediately if catheter-related adverse reactions occur after catheter placement. Note: perform sensitivity testing to confirm allergy to catheter antimicrobial agents if adverse reaction occurs." The complaint of a catheter-related allergic reaction is confirmed based on information provided by the customer. The customer confirmed that the adverse reaction was associated with the chlorhexidine coating on the catheter. The instructions for use (IFU) provided with this kit warns the user, "contraindications: the arrowg+ard blue catheter is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs. Hypersensitivity reactions are a concern with antimicrobial catheters in that they can be very serious and even life-threatening. Remove catheter immediately if adverse reactions occur after catheter placement." The returned catheter passed all relevant testing and revealed no evidence of any manufacturing related issue. Therefore, based on the available information and returned sample, the complaint has been confirmed and unintentional use error related to the patient's condition likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " on (B)(6) 2025, feedback from the anesthesiology instructor at (B)(6) hospital found that the patient's blood pressure dropped dramatically after cvc puncture surgery, suspecting allergy, so the catheter was immediately withdrawn and other anti-allergy and blood pressure-raising drugs were used, and the patient returned to normal." Additional information received states the cause was due to chlorehexidine but the patient was unaware they had an allergy. The patient's current condition is reported as "fine".